Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nicholas andreas beckmann, mareike schonhof, johannes dominik bastian, tobias renkawitz, and sebastian jaeger published by archives of orthopaedic and trauma surgery on (B)(6) 2022 was reviewed. The goal of this study was to evaluate the resistance of a polyethylene liner to lever-out-forces of the pinnacle locking mechanism and the locking mechanisms of two other current cup/liner systems using a standardized testing method (astm). Figure 1 indicates patient who underwent an operation for a disassociated pinnacle liner. Removed liner indicated to have damaged/missing ards. The lever-out forces that resulted in liner disassembly indicated the greatest force had to be applied to the depuy synthes pinnacle multihole system. After removal of the anti-rotational tabs from the pinnacle liner, the lever-out force to achieve separation of cup and liner was lower for the pinnacle system than for all other constructs (all others were competitor).